Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the clinic for follow-up. High capture threshold was observed. Lead was explanted and replaced. The patient was in stable condition post-procedure.